Event description:
Attempting to clip a bleeding avm [ arteriovenous malformation] during an egd [esophagogastroduodenoscopy]. Clip was deployed onto tissue and when device was retracted, it was noted that clip had not deployed, and 1 prong of the clip was bent 90 degrees and the other prong was straight out. It felt as though clip had deployed correctly, so unsure as to what caused this. No mucosal damage noted. Another clip was used and deployed correctly.